Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that when they attempted to power the device on, there were no audible voice prompts and that the led lights under the lid did not light up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found evidence that the device had been previously opened by the customer, or their agent. Physio found that charge pak (cp) flex cable was torn just beyond the cp connector for the on/off switch which prevented the device from powering on. Additionally it was observed that a cable-mounted plug connector, designator p506, was disconnected from a pcb-mounted jack connector, designator j506, resulting in the cp no longer charging the internal hybrid layer capacitor (hlc) batteries which were at zero (0) volts. It was also observed that the paper shield on the main capacitor was misaligned which caused the main capacitor and pcb's to be located in the incorrect places, internally. The cause of the reported failure to power on was a torn cp flex cable; however, the evidence obtained by physio indicates that the device was previously opened which resulted in extensive physical damage to the device, including the torn cp flex cable.